Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 07/17/2019. Additional information: d10. H3 evaluation: the analysis results found that the anx12 device was returned. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested, the following was received: did the glass penetrate the user¿s skin? No further information is available. If so, please provide the following information: no further information is available. What was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the surgeon injury today? What is the lot number of the device? The lot number is unknown. Is the device available to be returned for evaluation? If so, please provide the status of the return sample and any available tracking information. When we send the sample to you, we will let you know its return date and tracking number. No further information will be provided. Attempts have been made to obtain the device. To date device not received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown spinal surgery on (B)(6) 2019 and topical skin adhesive was used. It was found that a broken piece of the glass had been protruded from the applicator before use. The lot number is unknown. Further details are not provided there were no adverse consequences to the patient. Additional information was requested.